Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of one 14.5 fr dual lumen hemodialysis catheter, palindrome with laser slots. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. After visual inspection, a hole was found on silicone tube of the venous extension. During underwater test (functional test), bubbles were detected coming out on silicone tube, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (leak could be caused more likely due to a sharp object). Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that a leak was found in y-junction. As the result, the patient experienced blood leakage. The catheter was implanted in the patient in (B)(6) 2013. The device was pulled and replaced on (B)(6) 2014. No patient injury. The dwell time of the catheter in the patient: 2 years.